Event description:
Health professional reported that a pt presented with itching, edema, "inflammatory subcut, nodule multiple on face" after treatment in "buccal hollowing" with two syringes of juvederm ultra plus (used concomitantly was two syringes of voluma injected in "malar area" and one syringe of refine). The physician suspects the pt has developed a granuloma formation in the midface five months after the treatment and the pt states they are tender to the touch. The physician believes the symptoms to be product related. Prednisolone 25 mg was prescribed and was partially effective. One month later, prednisolone 60 mg was prescribed but not completed, and was partially effective. Prednisolone resolved itchiness and edema and prevented new nodules forming per the physician. Some of the nodules have reduced in size.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(6) 2012. Device eval" the documentary research in the batch files shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.